Event description:
It was reported that the customer was in the hospital for 3 days because he had not been receiving any insulin, so his ketones went up. He believed that the issue had been due to a bent infusion set cannula. The blood glucose reading was 473 mg/dl. It was also reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. He stated that the issue occurred when he was getting home form the hospital. He was unable to exit the preparing to prime loop. The customer stated that he was trying to prime to get some air out when he received the alarm, just before the insulin pump shut down and restarted. The blood glucose reading was 248, and he advised that he would treat with manual injections. He was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and the prime test due to moisture damage at the force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display widow, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.